Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h11 (investigation results): the returned spy discover catheter was analyzed and an image assessment for visualization was performed. Upon plugging the device into the controller, only the initialization screen appeared. Articulation of the catheter working length using the steering wires at the handle had no effect on restoring an image. During x-ray assessment of the distal tip, camera wire damage was noted in the form of a potential break/corrosion. Visual inspection of the camera wires at the distal tip confirmed the presence of wire damage in the form of nicked camera wire insulation and a break with wire conductors. Product analysis results indicate that the most probable failure mode for this device was camera wire damage causing an open circuit in the camera signal. With all the available information, boston scientific concludes the appearance of an initialization screen upon initial insertion indicates calibration data is present, and that the camera was properly calibrated and checked for an image during manufacturing. However, the camera wire is enclosed within the catheter once manufacturing is complete, therefore, it is likely that assembly process steps such as camera/pof potting, stuffing, and/or pof bonding, and subsequent handling of the device, left the camera wire in a vulnerable state, leading to the wire fracture and image issues during field use. This reported event was confirmed. Therefore, based on all gathered information, the most probable cause selected for the visualization issue is quality control deficiency. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
T was reported to boston scientific corporation that spy discover catheter was used during lap chole procedure in the common bile duct for the treatment of choledocholithiasis on (B)(6) 2025. It was reported that during a common bile duct exploration case, the scope would show an image for a few minutes then the image got lost. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that spy discover catheter was used during lap chole procedure in the common bile duct for the treatment of choledocholithiasis on (B)(6) 2025. It was reported that during a common bile duct exploration case, the scope would show an image for a few minutes then the image got lost. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown.